Manufacturer narrative:
Additional evaluation was carried out, the main board was assembled into a golden unit. The main board failed functional testing. On bench test, the ventricular power switching pulse amplitude stopped stepping upwards normally on oscilloscope, trouble shooting was carried out. Testing passed on automated tester. Ventricular and atrial filter calibration failure were noted which was resolved by cleaning. The printed circuit board out of specification was confirmed however the failure resolved during analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that the display wires were pinched and the wire insulation was exposed. Analysis also found that the external pulse generator (epg) failed doo and battery removal tests and that the main printed circuit board (pcb) was out of specification electrical. It was noted that the output connector assembly and hanger assembly were broken. It was also noted that the main world label and the main seal was damaged. It was further noted that the lower case was scratched and dented and two tubes were missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required calibration. The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.